Manufacturer narrative:
Date of event: estimated since unknown. Implant date: estimated as a year and a half ago.

Event description:
It was reported the patient experienced a stroke. About a year and a half ago, a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. The patient was recently hospitalized for an embolic stroke. A transesophageal echocardiogram (tee) was performed and showed a 2-3mm leak around the closure device. The patient has recovered and been discharged.